Event description:
It was reported the patient was experiencing a shocking/jolting sensation. The peripheral nerve stimulation (pns) lead on the right side migrated from the patient¿s neck towards the ear. An impedance test was performed and indicated the lead was functioning and no electrodes were out of range. X-ray imaging was also performed and a. Patient symptoms include redness and swelling at the right side implant and lead location. A revision surgery was anticipated but had not been scheduled at that time. The cause of lead migration had not been determined. The lead was placed subcutaneously for occipital neuralgia. The patient¿s status at the time of this report was ¿alive ¿ no injury¿. If additional information regarding the patient¿s outcome becomes available, a follow-up report will be submitted.

Event description:
Additional information received from the patient reported via the manufacturer's representative (rep) reported a revision was done on (B)(6) at which time the old leads were removed and MRI compatible leads were placed.

Manufacturer narrative:
Concomitant products: product ID: 3986a45, lot# n418873, implanted: (B)(6) 2014, product type: lead. Product ID: 3986a45, lot# n402639, implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).